Event description:
It was reported that the healthcare professional was unable to obtain blood return prior to chemotherapy. Infusion was completed successfully. There was no reported patient injury.

Manufacturer narrative:
A medical image review was performed on (B)(6) 2018, the associated fields were updated. Medical image review: based on the image provided, port placement and distal end of catheter could not be determined due cone down view of the chest and poor image quality. No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Device not evaluated code, device not evaluated code other, device returned to mfg.), (method 1).

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with 8f groshong catheter and one medical image were returned for evaluation. The image review concluded that the port placement and distal end of the catheter could not be determined due to the view of the chest and poor image quality. The device was returned assembled, with catheter and catheter lock attached to the port stem of the port body. A partial circumferential split with a slight c-shape was noted approximately 2.4cm from the distal end of the catheter lock. When viewed under magnification, it was noted that the inside of the partial circumferential split was largely rounded and smooth with jagged features at the corners. Buckling was also noted on one side of the split. The sample evaluation findings are consistent with a partial catheter fracture, specifically due to flexural fatigue. While the sample can be confirmed for flexural fatigue, the conditions of the returned sample prevented a complete function evolution for patency under use conditions. Therefore, the investigation will remain inconclusive for the reported aspiration issue. It is possible that the conditions leading up to and culminating in the confirmed catheter fracture/pinch-off, may have contributed to the reported aspiration issue. However, a definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include physiological, placement and/or usage. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the healthcare professional was unable to obtain blood return prior to chemotherapy. Infusion was completed successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. A photo has been provided and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the healthcare professional was unable to obtain blood return prior to chemotherapy. Infusion was completed successfully. There was no reported patient injury.